Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to use multiple daily injections as a backup therapy and sent a replacement pump with updated software. The customer received instructions on how to put the pump into storage mode and return the malfunctioning pump to tandem.